Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage at the keypad traces. No number ramping anomaly was noted on the display. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at the display window corners and a severely scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that buttons on the insulin pump are not responding. The customer advised that the up and down arrow buttons are not working properly. Advised insulin pump would be replaced. No additional information was provided.